Event description:
Reportedly, customer experienced incidents of leakage when using the horizon pump/set to deliver solution. There was no report of patient injury and no additional information available. Laboratory evaluation found the leakage to be due to a split side seam in the cassette. The horizon pump did not alarm.